Event description:
Found catheter broken below hub on resident in ltc facility; catheter placed by experienced pharmacy rn. Patient tends to get agitated and pull on things. Third silicone midline brand tried; all are breaking in rptr's population who tend to pull and tug on their IV's.